Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument's tips would not release tissue easily, and it was very difficult to get the tips to release (sticky like). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was sticking to the jaws but was eventually freed. The surgeon successfully released the tissue after some time without excision. There were no issues removing the instrument through the cannula, no visible damage, and no missing fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.